Event description:
It is unknown whether the reported mi was related to the target vessel.

Event description:
The pt received a 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox rca (ref MFR # 2953200201002452), a 3.0mm diameter x 24mm length endeavor sprint rx stent in the mid rca (ref MFR # 2953200201002453), a 3.5mm diameter x 30mm length and a 3.0mm diameter x 12mm length endeavor sprint rx stents in the prox lad (ref MFR # 2953200201002455) during index procedure. Implant of the stents was successful; however, it was reported that the pt had an mi one day post implant. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (mi).

Manufacturer narrative:
Clopidogrel and asa.